Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter:, during a lap hysterectomy, the needle kept falling out of the jaw. To correct the condition a new instrument was opened and used. Current patient status: ok. There was no injury to the patient.